Manufacturer narrative:
Findings: pump received with no act button response due to flattened button dome switch. No button error alarm noted during testing. Unable to perform bg test and the excessive no delivery test due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Pump received without the original pump belt clip. No damage on pump belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.